Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi for left knee. It was reported through stryker facebook page: "I've had it done and it did work for about 6 months and that was in 2019, back to 3 month injections both knees can't say if or when I'll get them replaced".